Manufacturer narrative:
(B)(4). Physio-control performed an evaluation of the electronic patient records and determined that during the event, the device was not changed from lead ii to paddles lead after the defibrillation electrodes were connected.  This caused the device to not display the patient's ECG rhythm after the defibrillation electrodes were connected which led to the customer not delivering any defibrillation energy to the patient.  The customer indicated that they believed the device would automatically change leads from lead ii to paddles when the defibrillation electrodes were connected.   Physio evaluated the device and observed proper device operation through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer reported that during a patient event, their device reportedly was not showing a rhythm while the defibrillation electrodes were connected.   The paramedics were on scene with the patient, had the 4-lead ECG cable connected and was monitoring the patient.  While monitoring the patient, the customer indicated that the patient went into cardiac arrest and was then moved to the floor from the bed.  During the process of moving the patient to the floor, one of the ECG leads became disconnected.  The paramedic then connected the defibrillation therapy electrodes and indicated that the device did not display the patient's rhythm on the display.  There was no attempt to change the lead on the device from lead ii to paddles lead in order to view the ECG rhythm or to charge and deliver defibrillation therapy.  There was an approximate seven minute delay between the first loss of ECG connection to where the patient was connected with a backup device.  The backup device was able to successfully deliver six defibrillation shocks throughout the remainder of the event.  The patient did not survive the event.